Event description:
New information received noted the device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up to their heart failure physician. During a device check, the implantable cardioverter defibrillator could not be interrogated. It was suspected that the device was completely dead. Premature battery depletion was suspected. No intervention was reported. The patient was stable throughout.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.